Event description:
Procedure type: lap gastric bypass. According to the reporter: no intra operative complications were reported. During a post operatively visit in 2007, the pt reported a bloody bowel movement. Has past history of hemorrhoids and was admitted until the next day, no surgery was required and no more episodes occurred. During a visit on the following month, the pt presented a stricture and was dilated on nine days later. A ppi was also administered. The pt is currently in well condition.